Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received watchdog timeout. Customer¿s blood glucose level was unknown. Customer was not able to clear the alarm. Advise customer to remove the battery for five minutes then reinsert it. Customer stated that the display did not return. Troubleshooting was performed for insulin pump error. Customer was advised they may need to revert to back up plan. The insulin pump will not be returned for analysis.